Event description:
Further information was provided that the patient was diagnosed with iritis. A topical steroid, a topical antibiotic, and a topical non-steroidal anti-inflammatory medication were prescribed and have been discontinued. Oral medications were also prescribed and discontinued. After steroid treatment was locally performed, it improved quickly. Keratitic precipitate disappeared two weeks later. The surgeon provided information indicating that there was no infection as the condition improved after only steroid treatment and occurred postoperatively after a while; the event was serious; and the iol was related to the event, since the event developed one year after the initial surgery, and details were unknown; however, the patient has never experienced iritis in the last eight years, thus causality with iol was suspected. Further additional information was provided by the surgeon that the vision was improving once, however, the patient complained of recurrence of blurry eye 3-4 days ago, visiting the hospital on 28-may-2020. Since high intraocular pressure (iop) and pigment kp were confirmed, a steroid subconjunctival injection was performed, steroid eye drops and beta blocker iop lowering eye drops were prescribed. The patient visited the hospital on 04-jun-2020, and iris flame was improving. Iop decreased, steroid eye drops will be decreased and the patient is planned to be under observation.

Manufacturer narrative:
Only photos were available in the file to be considered. A medical review of the photos was conducted. Based on available information, the product investigation could not identify a root cause for the reported issues. It cannot be determined if the complaint is related to the iol. It is difficult to conclude which iol was implanted by the photos. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that 1 year following cataract extraction with intraocular lens (iol) implant procedure, the patient reported it was difficult for him to see. He said it was like looking through a filter. The physician found pigment keratic precipitates (kp) were adhered to the posterior surface of the patient's cornea. There was no cell in the anterior chamber. The patient was given steroids, and a subconjunctival injection. An epiretinal membrane was found on optical coherence tomography. Additional information was provided by the physician that the pigment kp has disappeared. The vision is improving. The steroid will be gradually decreased.